Event description:
A malfunction alarm was reported on the customer's pump, indicated by the malfunction code "malf 12." There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance by helping the caller reset the pump, and the issue did not recur afterward. The customer was instructed to continue using the pump but was advised to call back if the malfunction reappeared. Additionally, the customer was guided on how to put the pump into storage mode and instructed to return the problematic pump using a pre-paid label within 10 days.